Manufacturer narrative:
(B)(4). Batch #t5em60. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. No damaged was observed on the jaws. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a lobectomy surgery, after firing the device, the surgeon noted that the distal staples formed with irregular shapes. He also noted that the distal jaw was warped during the firing. Changed to another ecr45b and still got the same problem. A third new gun was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.